Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. The surgeon reports refractive surprise; hyperopic outcome. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.